Manufacturer narrative:
The device was in use for treatment. The lead was implanted for approximately 19 years; it was capped, and will not be returned for evaluation. As a result, the allegations against this lead cannot be confirmed. Qa is unable to review the device history records (DHR) for this lead model as it is beyond oscor's record retention procedure and may be destroyed. Since the DHR is not available for review, it cannot be determined if there are additional complaints against the lot used to manufacture this unit. This lead is no longer manufactured and last sale was in year 2008. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported that this rv (right ventricular) lead was capped/abandoned due to loss of capture. New information was received that the lead was explanted for high thresholds on (B)(6) 2016. No evidence on any lead issue on fluoro or physical inspection. The lead was actively implanted for approximately 19 years.